Manufacturer narrative:
The investigation conducted by field service engineering (fse) concluded that the issue experienced by the customer was associated with the surgeon side console (ssc) power supply. The ssc power supply converts the ac voltage from the wall outlet to dc voltage for use by the system. The system was repaired by replacing the affected power supply. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while preparing for a da vinci si surgical procedure, the surgeon side console (ssc) lost power. With the assistance of an isi technical support engineer, the site cycled the power breaker on the ssc, checked the power cord connection and plugged in the ssc into multiple power outlets; however, the ssc continued to not power up. The patient was under anesthesia when the surgeon made the decision to abort the planned procedure. No patient harm was reported.